Event description:
Sales representative reported on behalf of the customer that a while the surgeon tried to remove the insert metal broke off at both sides. She added that the surgeon decided to perform a total cup revision, as the ceramic insert could not be removed in any other way. She added that according to the surgeon this has resulted in the following consequences: extension of surgery time, more loss of blood, higher chance for infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.